Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an error 9 while using the device update to update the pump. Reportedly, the pump shut down and would not turn back on. There was no information regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.